Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past incident where the insulin from the reservoir leaked. The incident happened twice. The leak had occurred while they were filling the reservoir from the insulin vial. The leak was past the second o-ring where the plunger would be removed. The reservoir was not used and discarded. The customer's blood glucose level at the time of the incident was 100 mg/dl. At the time of the call there was no visible liquid in the insulin pump. The insulin pump was functioning as normal. The device will not be returned for analysis.